Event description:
It was reported that the patient experienced palpations. It was reported that a exhibited potential right ventricular (rv) lead undersensing, and historically high threshold and impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.